Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient. The noise was found to have inhibited pacing. The device was reprogrammed and lead imaging was planned.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 41.0cm to 41.3cm from the distal tip, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise anomaly.

Event description:
New information reported that the lead was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.